Event description:
It was reported that prior to a thoracic procedure, the packaging of the instrument had a hole where the green advanced hemostatis button touches the tyvec. The case was completed with a second device with no patient consequence.

Manufacturer narrative:
(B)(4). Additional information: batch #m91053. The harh36 device was returned inside its original package. The tyvek from the packaging was noted to have one tear near the area where the hemostasis button from the device is placed. During the evaluation of the packaging, it was found that the instrument was not snapped into the blister and is floating against the tyvek, causing additional friction at the area. No conclusion could be reached as to what may have caused the condition of the instrument that led to the damage at the tyvek.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent